Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap cannot rotate within the metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 5,200 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to fire out the front of the fiber. The tip was cleaned during the procedure. The fiber was replaced and the procedure completed at 231,084 joules using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Reportability aware date is 05/23/2016.